Event description:
It was reported the patient¿s implantable neurostimulator (ins) had not worked for quite a while at the time of report. It was clarified the ins ¿probably stopped working a year¿ prior to report. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant product: product ID 399930, lot # v002755, implanted: (B)(6) 2006, product type lead; product ID 748925, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748925, serial # (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).